Event description:
The customer reported via phone call that the insulin pump would not stop vibrating. The customer also reported moisture was present on the insulin pump's screen. The customer's blood glucose was 109 mg/dl. The customer stated the insulin pump was vibrating without an alarm or alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. No vibrating noted. The insulin pump had moisture damaged found on motor. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.